Event description:
Clinical study. It was reported that 4 months after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x20mm study stent in the target lesion. The patient was discharged 15 days later on aspirin. Four months after the initial procedure, the patient expired. She had been admitted to the hospital prior to that was diagnosed with upper gastrointestinal bleeding. Endoscopy showed an av malformation. This was attempted to be cauterized and clipped but was unsuccessful. A later attempt was made because of further bleeding with successful results. Because of multi organ failure she developed encephalopathy and was only minimally responsive. After discussion with the family she was made dnr level 3 with no chest compression or no electric shocks. She went on to develop frequent pvc's with tachycardia and ventricular fibrillation. A code was called and multiple medications were given but the patient expired.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.